Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6- clinical code 4644: antiglaucoma medication. (B)(4).

Event description:
A retrospective analysis was published in journal of refractive surgery case reports; entitled, ' implantable collamer lens in management of unilateral high myopia after pseudophakia for traumatic cataract: piggybacking with two lenses in the sulcus'. The study consisted of a patient who underwent icl implantation post-traumatic lens aspiration with a rigid sulcus iol due to cataract at 5 years of age and icl implantation for pseudophakic ametropia. The patient experienced several adverse events postoperatively including shallow anterior chamber, and elevated iop. Surgical and procedural factors noted by the authors led to raised intraocular pressure following implantation of icl. Antiglaucoma medications were used for a week. The authors concluded that the goal was to implant the icl in the sulcus without affecting the previously implanted iol. If additional information is received a supplemental medwatch report will be submitted.